Event description:
A pt reportedly was unable to read display on one touch profile. Pt's meter allegedly has a black dot on the screen, unable to resolve with troubleshooting. The reult on pt's meter was 237 mg/dl (but not clear if reading is correct due to display issue). No other tests or comparisons made. No treatment reported. No further info has been reported.